Event description:
Additional information received on 21-dec-2023 for mw5147832. Updating device manufacturer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
According to the reporter, during a surgical case, 2 sponges were opened and both had blue x-ray detectable line began to came out. These were taken out of the room and replaced with different brand without issues. There was no patient injury. Reference report: mw5147831. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).